Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during the implant there was "some problem" encountered with the lead. The lead was removed and replaced. No patient complications were reported as a result of this event. It was further reported that the lead was found to be fractured during the implant attempt.

Event description:
It was reported that during the implant there was "some problem" encountered with the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.